Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not clinical use when the issue occurred. A philips field service engineer (fse) inspected the system and found that the uninterrupted power supply (ups) data integrity controller sp was defective, causing the system not to boot up. Analysis of the system logs was performed and confirmed power issues. The fse solved the issue by replacing the defective ups data integrity controller sp. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system did not boot up. The device was not in clinical use. No harm to patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the uninterrupted power supply (ups) data integrity controller sp which returned the device to use in good working order.